Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. Reportedly, the time was off by 12 hours and was set to 11pm instead of 11am. The patient denied having to reset the time and date with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.